Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient during an implant of a neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that during the implant case high impedance values were seen. There were 4 pairs at >4000 ohms, it was the bottom pairs 13, 12, 23. The rep stated that he ran the settings up to 2.2 volts at 450us. Technical services reviewed running impedances at 3 v at 90us. The rep stated that c2 was now >4000ohms along with 5 other pairs. The rep ran impedance at 3 v at 300us and the values were >4000ohms for 13, 23. It was recommended testing for motor response and the rep stated that he programmed 13 bipole and found good bellows. The rep said that they got good results when testing for motor response at between 0.8 and 1.5 v. Technical service reviewed that motor response indicated current was flowing through the system so the high impedance values were not very concerning and that they will likely see the impedances change and be able to use all electrodes for therapy. On (B)(6) 2018 the rep reported the patient is very thin with very little adipose tissue or muscle to secure device in pocket. The physician met with the patient on (B)(6) 2018.the device is turned on at a low amplitude.the patient has multiple back and health issues that affect her ability to function and feel pain. The rep reported that the high impendence was not resolved; reprogramming has been completed. No further complications were reported or are anticipated.